Manufacturer narrative:
Method: device history review, visual and functional inspection. Results: no relevant manufacturing issues were identified during review of the manufacturing records. Visual inspection noted the returned connector was inspected and damage to the threads was observed along with scratches to the anodization. This suggests possible cross threading of the blocker and connector threads. Functional inspection noted returned blockers were threaded into both openings of the connector without issue. Conclusion: the device was received back and inspected an no issue was found with it. It is likely that the loads presented by this type of construction and possible under-tightening or cross-threading of the blocker lead to the eventual rod disengagement. However, due to the multifactorial nature of the event, the root cause cannot be determined conclusively.

Event description:
It was reported that revision surgery performed to repair a pseudoarthrosis and used a side by side connector. Patient brought in for surgery because x-ray showed the rod was not engaged in tulip head of connector. The dr. Decided to replace the entire rod from t4-pelvis. Upon exposure also notice the mac connector had broken (originally implanted a year ago).

Event description:
It was reported that revision surgery performed to repair a pseudoarthrosis and used a side by side connector. Patient brought in for surgery because x-ray showed the rod was not engaged in tulip head of connector. The dr. Decided to replace the entire rod from t4-pelvis. Upon exposure also notice the mac connector had broken (originally implanted a year ago).